Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's symptoms were not related to the reported lead issue. The low rate was due to the patient condition of frequent premature atrial contractions that followed the ventricular beats.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. The patient had presented to the emergency department with symptomatic bradycardia. The rv lead remains in use. No further patient complications have been reported as a result of this event.